Event description:
It was reported that while using a syringe 0.3ml 31g 8mm the needle hub separated inside of shield. The following information was provided by the initial reporter: verbatim: consumer reported needle hub inside of the shield. Consumer stated that the issue involves more than one box of the same product but the previous boxes have been discarded and the lot #s are not available. Lot #: 0132200. Catalog #: 328438. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0132200. D4: medical device expiration date: 2025-05-31. D10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H4: device manufacture date: 2020-05-11. H6: investigation summary: customer returned fifteen syringes with no pouch for identification. The graduation marks on the syringes indicate that they are 0.3ml volume syringes. Three of the returned fifteen syringes feature their needle hubs separated from their respective barrels. The hubs are lodged in their needle shields. There is no damage to the connectors at the distal tips of the barrels or the bases of the needle hubs. No signs of use. No other defects found. The remaining twelve of the fifteen returned syringes remained intact when pulling off their needle shields. A needle shield pull force test was performed on each of the twelve syringes. The results of each of these tests is featured below: 1. 3.91 lbs. 2. 3.44 lbs. 3. 4.34 lbs. 4. 3.29 lbs. 5. 3.33 lbs. 6. 3.12 lbs. 7. 3.82 lb. 8. 3.47 lbs. 9. 2.86 lbs. 10. 3.17 lbs. 11. 3.42 lbs. 12. 3.63 lbs. The specification for these syringes states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield within specification, the report of the hub separating from the barrel could not be confirmed in these instances. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls. Bd was able to confirm the customer¿s indicated failure of the hub separating from barrel of the syringe, but could only do so in three of the fifteen returned samples. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a syringe 0.3ml 31g 8mm the needle hub separated inside of shield. The following information was provided by the initial reporter: verbatim: consumer reported needle hub inside of the shield. Consumer stated that the issue involves more than one box of the same product but the previous boxes have been discarded and the lot #s are not available. Lot #: 0132200, catalog #: 328438. Date of event: unknown samples: available - sending mail kit.